Manufacturer narrative:
(B)(4). Concomitant medical products ¿ unknown head/ pn and ln unknown, unknown cup/ pn and ln unknown, unknown stem/ pn and ln unknown. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02334, 0001822565-2017-02335, 0001822565-2017-02336.

Event description:
Patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.